Manufacturer narrative:
For the positive result obtained on (B)(6) 2022, the consumer put five drops from the test tube into the sample well. The test requires 4 drops to be applied onto the sample well. Product labeling states: "failure to follow the instructions may result in inaccurate test results". Step 8 of the test procedure for this product states: "hold the tube upright above the sample well. Drop 4 drops onto the sample well". Occupation is patient/consumer the case was sent to the manufacturer for investigation. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false negative result with the covid-19 at-home test on (B)(6) 2022 the consumer was exposed to covid-19. On 12-jul-2022 the consumer began experiencing symptoms of a fever and sore throat. On the morning of (B)(6) 2022, the consumer performed a covid-19 at-home test and the result was negative. On the morning of (B)(6) 2022, the consumer performed a covid-19 at-home test and the result was positive. The results were obtained within 24 hours of each other. The exact time each test was taken was not provided. No other information can be provided. No additional information about treatment and outcome was provided.